Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was something wrong with how the reservoir locks to reservoir compartment. The customer¿s blood glucose level was 10.4 mmol/l at the time of the incident. Troubleshooting was done and customer noticed there was leaked at the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.